Event description:
A copy of voluntary medwatch report was received from the user facility. It was reported that during insertion of intraventricular bolt, the catheter tip broke off and remained in subdural space requiring craniotomy to remove the catheter tip. Integra neurospecialist contacted the surgeon and provided the following additional information: the physician stated that the patient had a tough dura and he didn't like the positioning of the catheter, so the physician attempted to reposition the catheter. The catheter was turning on itself and when the stylet was removed the silicone catheter tip was sheared off the catheter, leaving the tip in the patient's head. The patient subsequently needed a craniotomy to remove the tip. The surgeon inserted a ventricular catheter. The patient was doing well per risk management of the user facility. The surgeon stated it was in no way a product defect. The catheter portion was torn away about 5mm from the bolt. When he removed the stylet, and tried to reposition the bolt, the catheter was caught on the dura and began to spin on itself, thereby tearing it away from the bolt. The user facility possesses the catheter and would not like to return for investigation. Photographs were requested from the user facility for investigation.